Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead was seen in clinic due to receiving a shock. The shock was delivered for new onset of atrial fibrillation with rapid ventricular response. The device was reprogrammed. It was also noted that the patient had a very small pericardial effusion from this lead. No intervention was necessitated due to the pericardial effusion. No adverse patient effects were reported.